Manufacturer narrative:
(B)(4). The actual device has been returned and preliminary investigation has begun. Once the evaluation is complete a follow-up medwatch report will be submitted. (B)(4).

Manufacturer narrative:
Method: actual device used in case was evaluated. Visual examination performed. The actual device used in the case was returned and evaluated. Visual examination of the returned diagnostic catheter revealed that the shaft has numerous kinks and dents. There is evidence of dried contrast media within the side holes. There is a torsional kink located 42cm from the strain relief. The diagnostic catheter measures 106.1cm in length. Visual examination of the tip are indicates that the tip material is missing measuring approximately 1cm in length. There is a slit of the shaft material where the tip was torn off. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is confirmed for tip broke off. The analysis is complete as of today (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to us that the tip of the diagnostic catheter separated from the shaft and was removed with a snare device during the procedure. One of newly supplied 6f pig tail angiography catheter tip was broke and it was embolized in distal circulation which required to retrieve by snare. Patient is of 7 years old young child patient required prolonged hospitalization to look for distal perfusion. It was new catheter and used for first time. The device will be returned for evaluation.